Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 41622 when trying to run the device. The issue occurred during testing, and there was no patient involvement or harm.

Manufacturer narrative:
One device was returned for analysis. Review of service history found no repair in the previous 12 months. Review of event log found system fault 41622. Visual and functional testing was performed. Error code was confirmed through power up test. Cleared error code and tried to replicate through motor test and occlusion test. Unable to replicate error code. Probable cause was unknown.